Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device was returned. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, prior to an interventional procedure. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used with the same results. The sutures of two additional proglide devices were successfully preplaced and used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.